Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Left ventricular (lv) capture threshold information not available on save-to-disk (s2d). Lv impedance trend within range.

Manufacturer narrative:
Concomitant medical products: product ID d354trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The battery depleted within four years. The device was explanted and replaced. It was also reported there was high threshold on the left ventricular (lv) lead. No patient complications have been reported as a result of this event.